Manufacturer narrative:
(B)(4).the homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The external/internal inspection was performed with no issues noted. Temperature was within specifications. The device passed electrical testing. A volumetric accuracy test was performed and the device failed. A service history review showed no failures/problems that were the same as, or similar to, the reported issue. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported issue. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Device failed during evaluation, no patient involved. No additional information is available.